Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was closed. The outer catheter was noted to be bent 21mm from the strain relief. The stent graft was partially deployed and protruded approximately 13mm from the tip of the outer sheath. Bent struts were noted on the deployed and undeployed portion of the stent graft. Functional/performance evaluation: an attempt was made to deploy the stent graft, however, due to the dried blood in the device the partially deployed stent graft could not be removed from the system. Since the sheath was not returned and the stent graft was partially deployed, the retraction issue could not be tested. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, angioplasty was performed to complete the deployment of the stent graft, can be confirmed. Based on the images provided, the basilic vein was patent with good blood flow at the conclusion of the stent graft, pta angioplasty procedure, can be confirmed. Conclusion: the investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The investigation is inconclusive for retraction issues, as functional testing could not be performed and the sheath was not returned. It is likely the reported retractions issue were due to the partially deployed stent graft. However, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: specific warnings, precautions and directions for use of the flair endovascular stent graft are included in the current instructions for use (IFU). Method: radiographic inspection (addition). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an endovascular stent graft allegedly partially deployed. It was further reported that there was some alleged retraction difficulty through the sheath. Another stent was reportedly used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is underway. The investigation of the reported event is currently underway.

Event description:
It was reported that an endovascular stent graft allegedly partially deployed. Another stent was reportedly used to complete the procedure. There was no patient injury reported.